Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, for the first firing, the surgeon clamped the tissue of pulmonary parenchyma, then pushed the green button, however the jaws were opened. Re-tried over and over again, however the same event occurred. Replaced by a new cartridge, the firing was completed with no problem. The surgeon said the tissue was thick. The status of the patient is no problem.